Event description:
As reported by our (B)(6), after a successful implant of a 29mm edwards sapien 3 valve in the aortic position by transfemoral approach, during post dilatation, the commander delivery system, balloon burst at full inflation. Post dilation was performed due to significant paravalvular leak. An attempt was made to retrieve the unfolded umbrella shaped balloon from the esheath. After numerous attempts the system separated from the balloon shaft. The remaining part of the balloon was retrieved using a snare. There was no vascular cut down or surgical intervention required. The patient is stable. The patient's annulus was moderately-severely calcified. Per report, the balloon burst was due to calcification.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, after a successful implant of a 29mm edwards sapien 3 valve in the aortic position by transfemoral approach, during post dilatation, the commander delivery system, balloon burst at full inflation. Post dilation was performed due to significant paravalvular leak. An attempt was made to retrieve the unfolded umbrella shaped balloon from the esheath. After numerous attempts the system separated from the balloon shaft. The remaining part of the balloon was retrieved using a snare. There was no vascular cut down or surgical intervention required. The patient is stable. The patient's annulus was moderately-severely calcified. Per report, the balloon burst was due to calcification.

Manufacturer narrative:
Update to d9 (device availability), h6 (component code, type of investigation, investigation findings, and investigation conclusions) and h10 to reflect device evaluation. The 29mm commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: the balloon was found with a radial burst at the inflation area and the distal portion of the inflation balloon was not returned. Functional testing was unable to be performed as the complaint was confirmed through visual inspection. Dimensional testing was unable to be performed due the location of the burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst, withdrawal difficulty through sheath and distal tip separate were confirmed by visual inspection of the returned device. No visual abnormalities were observed on the returned sample. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, there was moderate/severe calcification in patient's annulus and as per medical opinion, the balloon burst due to patient's calcifications. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Control limits are managed and assessed through. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.